Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Upon visual inspection a section of the tip with the distal marker was missing. The returned section of the tip was observed torn. No other damages were encountered upon visual inspection.

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the right iliac artery. The opticross peripheral catheter was advanced over the wire, and when the device was in the abdominal aorta, it looped in the proximal aorta and the tip was severed from the catheter. The catheter was completely removed with the help of a snare to keep the monorail portion of the catheter on the wire. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the right iliac artery. The opticross peripheral catheter was advanced over the wire, and when the device was in the abdominal aorta, it looped in the proximal aorta and the tip was severed from the catheter. The catheter was completely removed with the help of a snare to keep the monorail portion of the catheter on the wire. No patient complications were reported.